Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2015. The revision surgery occurred because of metallosis. During the revision, the original omni size 2 ha coated arc stem, arc anteverted neck, 28 mm +3.5 biolox delta ceramic femoral head, and serf's ci 53/28 e liner were removed and replaced with a size 4 lat k1 porous femoral stem, 28 mm +0 biolox delta femoral head, and a serf liner of the same size.